Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a 124" 15 drop primary set w/bcv-clave®, 3 gang 4-way stopcocks, rotating luer, 2 ext where the customer reported that one of the three stopcocks in the set seemed like only a one-way valve when they turned it specific way it would not allow to push meds as his understanding this has happened twice to the same person. There was patient involvement but no patient harm.